Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a "defective display" was neither confirmed nor reproduced. The root cause was not identified. No further action was taken to fix the reported problem. A service history review revealed that the device has not been previously sent into service for the reported condition. A device history record review was also performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of a "defective display". This condition has the potential to cause an interruption of delivery. This condition was found in the general pt ward department. This event occurred during power up. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006 (6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.